Event description:
This report summarizes <noe> 24 </noe> malfunction events in which the device was bent. 23 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 24 previously reported events are included in this follow-up record.   Product return status 23 devices were received. 1 device was not available for evaluation.   Event confirmation status 23 reported events were confirmed. Evaluation results 23 devices were found to be affected by a deformation problem.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 24 events were reported for this quarter. Product return status: 20 devices were received. 2 devices were evaluated in the field. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status: 22 reported events were confirmed; the cause traced to component failure. Evaluation results: 22 devices were found to be affected by a bent foot. Additional information: 24 devices were not labeled for single-use. 24 devices were not reprocessed and reused.

Event description:
This report summarizes 24 malfunction events in which the device was bent. 23 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.